Manufacturer narrative:
Medical device lot #: 6322521; medical device expiration date: 11/30/2021; device manufacture date: 11/17/2016. Medical device lot #: 7027638; medical device expiration date: 1/31/2022; device manufacture date: 1/27/2017. Results - samples will not be evaluated as bd is aware of a low level of complaints for sleeve leakage/recovery with eclipse product. CAPA investigation (B)(4). Due to the CAPA, there is no DHR. Conclusion: an absolute root cause for this incident cannot be determined. CAPA (B)(4) has been opened for this complaint.

Event description:
It was reported that the rubber seal of the 21 g x 1.25 in bd eclipse¿ blood collection needle with luer adapter was not sealing correctly. This resulted in a blood leakage. No medical intervention or injury reported.

Manufacturer narrative:
Initial MDR gives the date received by manufacturer as 04/27/2017. The correct date received by manufacturer is 04/20/2017.